Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had been having definite problems since they got the implant. They reported that they were having heavy leaks where they leaked through overnight pads and wet their clothes. They had been keeping track and consider this "more than significant". They had wet the bed 4-5 times and they soaked through everything. They had 4-5 episodes of wetting through their clothing. Patient reported as of today they have had 10 episodes of this combined. They were having quite a bit of symptoms and not getting a 50% reduction in symptoms. They initially stated they thought this was because they were not awake enough due to anesthesia and stated that's what they chalked it up to, but then it just kind of continued. Reviewed therapy overview and general programming guidance. They asked if they should wait until they have their urine culture tomorrow to rule out uti or make an adjustment (uti confirmed unrelated to device/therapy). The patient also reported that they've had pain where the "battery" was that they noticed starting from they got it. Their healthcare provider (hcp) thought this may have been because the leads could be "crossing over that battery" and reported they put the leads "over my other battery." Their hcp thinks the pain may have been due to the leads crossing over and they would see their physician regarding this on monday (B)(6) 2024. Redirected patient to their managing healthcare provider to discuss. They stated they had not made any therapy adjustments because they did not want to on their own.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.